Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s mother reported that the insulin pump¿s setting might be wrong and reported that the insulin pump was defective. The customer performed fixed prime and insulin exited and found that the cannula was bent. The customer was treated with manual injection for high blood glucose level. The insulin pump will not be returned for analysis.